Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd nano¿ 2nd gen pen needle there were 72 pieces that did not work. The following information was provided by the initial reporter: I have here several needles that do not work. In total they are already 72 pieces.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 20-feb-2024. H.6: investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta duplicated or confirmed the indicated issue as bent and broken cannula npe. Based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
It was reported that while using the bd nano¿ 2nd gen pen needle there were 72 pieces that did not work. The following information was provided by the initial reporter: I have here several needles that do not work. In total they are already 72 pieces.